Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A2, a4: patient information was not available. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy. The deviations were less than 3.5 mm. The working construct was t10 to s2. The site did it in two registrations, where the first registration, l3 to s2, went fine. During the second registration, l2 to t10, the site was able to place screws at l2, l1, and t12, but once they got to the right side of t11 and placed the dilator down, they noticed there had been an anatomy shift, so the trajectory was too medial. The surgical arm was to t11 on the left side, but the trajectory was too lateral. The site confirmed that there was a patient shift. For the remaining four screws the surgeon opted to do another spin with imaging system, used navigation to complete the procedure. The manufacturer representative performed a built in self test and the system passed after the surgery. There was no patient harm and the procedure was not delayed.